Event description:
The physician informed co that this lead and another model 4320 lead, serial number 017540, were capped and removed from service because a pt implanted with an implantable cardioverter defibrillator (ICD) had received inappropriate shocks. Implanted: 35 mo. The two (4320's) leads were replaced with an endocardial lead. Co assumes that two (4320's) lead were capped and remain implanted.